Manufacturer narrative:
The device was received for evaluation with the exposed portion of the soft cannula was found to have a tear and caused leakage, as fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damage or defects were found with the device, and the cause of the event could not be conclusively determined. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 20 mmol/l (360 mg/dl) between 5 and 24 hours of wearing the pod. The legal guardian stated they activated a new pod which was applied to their arm and leaking was observed at the pod site. The pod was removed and treatment was resumed. The device evaluation found the cannula had a tear.